Event description:
Event description guidant/crm received information that this endotak dsp lead had broke, due to the patient's implantable cardioverter defibrillator (ICD) migrating and pulling on the endotak lead. The lead was removed and capped, the (ICD) was replaced in favor of a smaller one - the patient was very small. Another guidant lead was implanted without issue.